Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
(B)(6). It was reported that on (B)(6) 2022, a portico ng valve was implanted using a flexnav delivery system. Post procedure but prior to discharge from the hospital, on (B)(6) 2022, the patient developed acute metabolic encephalopathy. The patient was given non-invasive ventilation therapy, via bilevel positive airway pressure (bipap). On (B)(6) 2022, the patient developed acute pulmonary edema on chest x-ray. Patient was administered medication lasix. On (B)(6) 2022, the patient developed an acute kidney injury. No treatment was required. No patient consequences were reported.

Manufacturer narrative:
An event of acute pulmonary edema, acute kidney injury and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6. Health effect - clinical code - added code 1729 atrial fibrillation. Added code 2041 renal failure.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient was noted that during the procedure on (B)(6) 2022, heparin was administered. The activated clotting time (act) was 248 seconds. A pre-implant balloon valvuloplasty was not performed as it was deemed not necessary. The valve was implanted successfully. A post-implant balloon valvuloplasty was not performed. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 2mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 4mm. The stent diameter on the aortic side was 30.2mm. The stent diameter on the annulus side was 21.6mm. On (B)(6) 2022, the patient was noted to have atrial fibrillation on electrocardiogram (EKG). No treatment was reported for atrial fibrillation, and there was no past medical history of atrial fibrillation reported. On (B)(6) 2022, patient had elevated creatinine level. On (B)(6) 2022, an echocardiogram was performed, and the patient was no longer in atrial fibrillation. No additional information was provided.